Manufacturer narrative:
Manufacturing date: lot 16c025 was manufactured march 10, 2016 ¿ march 11, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted evidence of a separated fillport cap. The reported condition was verified; the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fillport cap of a large volume infusor was dislodged. The fillport cap was separated from the device fillport. This was noticed before use. There was no patient involvement. No additional information is available.